Event description:
The manufacturer received information alleging a ventilator service required code related to the oxygen blending module board was observed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator service required code related to the oxygen blending module board was observed. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. The device software was upgraded, electrical safety test passed and the unit passed the final test.